Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a navigation ring (nav-ring) failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. At bench repair, it was stated that the nav-ring could not change settings. The bench service engineer (bse) replaced the front bezel with a known working one and confirmed that the reported issue was resolved. Replacement of the front bezel is currently planned.

Manufacturer narrative:
Bench repair replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.